Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.   Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  Based on the limited information provided, the root cause for the valve degeneration proximally 3 years post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities and/or pre-existing valvular disease process   complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI: ((B)(4). The investigation is underway.

Event description:
As reported via implant patient registry through the receipt of an implant data card, approximately 3 years post implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach the valve was explanted. Per implant physician the valve explant was due to the patient developing 'severe prosthetic aortic valve stenosis with heart failure symptoms. There was structural valve deterioration with thickened leaflets and fused at the commissures. There was no endocardial growth or incorporation of the stent seen. I could peel the stent off of the aortic annulus and lvot cautiously without significant damage to surrounding structures. The aortic valve annulus appeared larger than it normally would be for a patient of this size likely because the s3 stent dilated the annulus.' The patient was doing well post procedure.